Manufacturer narrative:
(B)(4). Additional information received: the device will not be returned. Photographic analysis: first picture shows two blue cartridges, partially fired. Second pictures shows the blue cartridges on a bottom view, the one piece sled can be appreciated advanced. Third picture shows a view of a or with three mayo tables, with several devices. Based on the photo alone the event describe is confirmed.

Manufacturer narrative:
(B)(4). Batch # n57m30. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch (device - (B)(4)). Reload ¿ gst60b batch # p55804 certification date: 01/28/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an endoscopic pancreatic and duodenal surgery, could not fire farther. After fired one-third, the blade returned automatically. Changed another new reload, the event re-happened. Another like product was used to complete the procedure. There is no report on the patient's injury.